Manufacturer narrative:
Device evaluation summary: two devices were returned at mentor without fluid. White material was observed within the products and on both shell surfaces. Leak testing was performed according with mentor procedures and it revealed leakage at the valve on both implants. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the. The device history record (DHR) of lot numbers 1010960 and 1003026 were reviewed and no anomalies were found related to this complaint. In addition, these DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Concomitant medical products: right mentor smooth round moderate profile 350cc saline prosthesis, catalog: 3501655, serial number: (B)(4), lot: 1010960. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.